Event description:
Additional information was received from a field representative confirming that this rv lead was fractured. At this time, nor surgical intervention has been performed. The physician will discuss further options as the patient may not want to have a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a safety switch that occurred in this right ventricular (rv) lead which exhibited out-of-range (oor) impedance measurement greater than 2500 ohms and no sensing in both polarities. This lead was also undersensing the patient¿s normal rhythm and displayed loss of capture upon interrogation. Boston scientific technical services (ts) suspected a lead fracture and provided lead information. At this time, the rv lead remains in service. No adverse patient effects were reported.